Event description:
It was alleged that the unit was set at a water target temperature of 40c and the water temperature continued to drop to 38c and then alarmed for being out of range. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The user facility was contacted for further information regarding the issue, however it was identified that no further information related to the issue or circumstances surrounding the event was available.

Event description:
It was alleged that the unit was set at a water target temperature of 40c and the water temperature continued to drop to 38c and then alarmed for being out of range. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.